Event description:
Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that the loss of cartridge detection had occurred which could not be duplicated during testing.